Manufacturer narrative:
Emdr section h6: added investigation conclusion code.

Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent elective endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The baseline measurement for the diameter of the aneurysm was unknown. During the procedure, a gore® excluder® trunk-ipsilateral leg component and a gore® excluder® contralateral leg component pxc271200 were implanted on the left side. Likewise, two gore® excluder® contralateral leg components pxc161000 and pxc231000, were implanted on the right. The procedure concluded as planned and without an endoleak. On (B)(6) 2018, follow-up imaging identified a type ii endoleak. Reportedly, the inferior mesenteric artery was subsequently coiled.